Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced stiffness of muscles around the ins. The muscles around the battery were often very stiff and it was difficult for the physiotherapist to release them. After a session with the physiotherapist, the patient also had pain for a few days when pressure was placed on the place where the battery was. Etiology was related to the device or therapy. No action was taken. The outcome was unresolved with no further action planned.